Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-8717d-02 drill bit broke off during use. The sales rep reported all fragments were fully retrieved and the case was completed as planned.